Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The event occurred during filling. The device was filled with 5-fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction b5: the event occurred after filling further described as ¿after injecting last volume into the diffuser & disconnecting the syringe, it was observed that 5fu liquid was leaking. Excess liquid was initially wiped with a compress. However, the liquid kept coming out.¿ (omitted on initial) h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed and revealed evidence of a leak (backflow) at the fill port when the fill port cap was opened. Upon further inspection, it was discovered that the backflow was caused by a 2.26 mm particle lodged beneath the device checkband located inside the bladder. Subsequent testing via ftir spectroscopy revealed that the particle was made of acrylic, the same material as the device stressmember. It is possible that small shavings from the stressmember became stuck under the checkband during the manufacturing process. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.